Event description:
Patient underwent a radical nephrectomy for renal mass and regional lymphoidectomy. The enseal 5mm jaw 25 cm shaft length did not work, machine read "instrument failure". A second hand piece was placed and read "instrument failure".